Manufacturer narrative:
Clinical evaluations was unable to find substantial evidence to support the following reported events; endoleak type iiia and aneurysm sac growth. The most likely cause of the loss of seal could not be definitively determined due to the lack of medical information surrounding the implant and the secondary event procedure. It was suspected that the combination of an oversized cuff and the presence of a type ii endoleak observed at implant contributed to lateral movement and/or aortic remodeling, notably the cuff and main body had the same diameter. The procedure related harms and final patient disposition could not to be ascertained. To date there have been no reports of further negative patient sequelae. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.

Event description:
Additional information was received. Patient received a secondary procedure to place an suprarenal to increase overlap and successfully resolving the endoleak type iiia. Patient status is reported to be doing well post secondary procedure.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported that the patient was initially implanted with a bifurcated device. Approximately 3 years later, the patient was implanted with a suprarenal device. On (B)(6) 2015, it was discovered through CT that the patient had a growing aneurysm and possible endoleak type 3a. Patient underwent a secondary procedure, the physician elected to reline with a vela suprarenal to successfully resolve the endoleak. The patient was reported to be doing well post secondary procedure.